Event description:
Boston scientific received information that this right atrial (ra) lead was recently surgically abandoned due to a conductor fracture which was confirmed on fluoroscopy. Additionally there was loss of capture (loc) and increased pacing impedances and noise. A new lead was successfully placed without incident. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.